Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown; therefore, device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had foreign matter. The following information was provided by the initial reporter; hope you are well. We have had several rejections for the bd syringes we have received within the last 3 months. The spreadsheet attached has the batch numbers and the quantities related. The batch numbers rejected in the above spreadsheet, have been discarded. However, we can provide samples containing contamination, if required. Could you please explain the reason for the rejection? The syringes contained white particles / some had an issue with the plunger was patient or user harmed? If yes, please explain no patients were harmed. The particles were identified at the 1st quality check. Was the device being used in/on patient when the issue occurred? No. Could you please explain the event in detail? The syringes go through quality inspection at the point of receipt, if syringes contain particles these are identified at this initial stage. Quality team met with customer on 25apr2025 to further discuss the issue they were experiencing. Per details provided: quantum compounds cytotoxic medications for hospitals using our 3, 5, 10, 20 and 50 ml syringes. They use a 0.5 micron filter when compounding. Incoming inspection was performed on syringes by quantum, and small particulate was observed across multiple lots spanning several months (in reference to the excel spreadsheet shared with bd). No magnification is used by quantum or their customer to detect fm. Quantum understands the ink dots on the barrel are deliberately added during manufacturing; this fm is different. It is often located on the internal stopper area and does not appear to be silicone. Previously quantum performed 100% inspection. This level has been reduced and fm is being observed. Previously quantum didn't raise complaints to bd that were reported by their customers and would discard syringe if the occasional fm was found outside the fluid path. Additional information provided: the particles identified were in the barrel, within the fluid pathway.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.